Manufacturer narrative:
The (B)(4) was not returned, therefore, no investigation could be conducted.

Event description:
The plastic protection of the end of the forceps partially detached, changed the starion coagulator cutters to avoid losing this piece in the patients' abdomen. No patient information was provided.